Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. A watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. However, an error was observed during smu test. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. Visual inspection was performed on the returned sensor and no evidence of misuse or abnormalities were observed. Data was extracted using approved software, and extraction was successful. Performed a smu test to check the functionality of the sensor and check the accuracy of the returned sensor's readings. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending), indicates that the sensor is in normal operation mode and fully functional. Electrical current was observed on the returned sensor within specification, indicating no accuracy issues were present in the returned puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No errors were observed during smu testing and evm (evaluation module) scanning. The returned sensor passed all test and no evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.